Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the display was intermittently blank. There was no reported adverse event associated with this complaint. This complaint is being reported because the intermittent display issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2014.device evaluation: the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: review of the black box data revealed multiple records of call service alarms. On investigation, the pump powered on normally with operational auditory and vibratory alarms. The display screen was blank when the pump powered on. During testing, the software was unable to be uploaded to the pump due to a failed circuit component on the printed circuit board, accounting for the blank display screen.